Manufacturer narrative:
A ge service rep performed an on site investigation. The photelectric amplifier was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2600 system had intermittent table movement. No pt injury was reported.